Manufacturer narrative:
(B)(4). Method: the opt546 adult nasal cannula was returned to fisher & paykel healthcare for evaluation and was visually inspected. Result: visual inspection revealed the tubing was disconnected from the manifold. Conclusion: the detachment of the tubing from the cannula is most likely caused by the patient becoming restless and pulling at the tubing. A lot check was performed and revealed this is the only complaint of this type for this product. The opt546 interface is used to deliver humidified oxygen to patients. The opt546 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt546 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. The interface is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the interface is discarded.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an opt546 adult optiflow cannula had broken at the connection between the nasal prongs and the tubing. No patient consequence was reported.